Manufacturer narrative:
(B)(4): the device was discarded by the facility. There was no product history review as no lot or serial information was provided for the device. There was no reported device malfunction during the procedure.

Event description:
A (B)(6), male patient received an off-pump, coronary artery bypass graft with clip placement using an atriclip. The clip was placed. The patient experienced a stroke five-days post clip implant, that had reportedly resolved as of (B)(6) 2018. The surgeon reported the adverse event while requesting information regarding recommended anticoagulation regimen post clip placement. There was no reported device malfunction during the procedure. It was reported that all thrombotic material had been retrieved and the current patient status is fine.